Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: smarttouch bidirectional sf catheter, us catalog #: d134805, lot #: 17761470l. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a soundstar eco 8fg ultrasound catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 500 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for observation. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred during soundstar eco 8fg ultrasound catheter manipulation, as it perforated the thin wall of the right atrium. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. No transseptal was puncture performed. There is no sheath information. Generator was set on power control mode at 30 watts with a temperature cut-off of 45 degrees celsius. There is no information regarding other generator settings or power titration during ablation. Overall ablation time and last ablation cycle time at the site of injury were 0 minutes and 0 seconds, as the injury was not related to ablation, but to soundstar eco 8fg ultrasound catheter manipulation. Irrigated catheter flow setting was 2 ml/min during mapping and 8 ml/min during ablation. Patient received anticoagulant (heparin 3000 units) during the procedure. There is no information regarding activated clotting times (acts). There is no information regarding shaft proximity interference value. Smarttouch bidirectional sf catheter was not in close proximity to another catheter. Smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.